Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right atrial (ra) lead and right ventricular (rv) lead were unable to capture and unable to sense at maximum output. The ra and the rv leads dislodged. The ra lead was explanted and replaced. The rv lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.